Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. Patient decided to get the sensor removed to alleviate the symptoms.

Event description:
Senseonics was made aware of an incident where patient developed infection at insertion site. Insertion site was irritated and swollen. Patient also felt pain the insertion site. To resolve the incident, the sensor was removed from the arm.